Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted for the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the clips were being placed on structures. The surgeon tried to fir the clip applier it loaded, but it would not fire. After another attempt the surgeon went to load and fire, the clip was already formed. There were issues experienced with the loading or firing of the clips. Clips were able to load into the jaws and be fired from the device. The surgeon was able to squeeze the handle when the issue occurred and the jaws were still able to close. In order to resolve the issue and complete the case, used a new clip applier. There was no patient injury.